Manufacturer narrative:
(B)(6).

Event description:
This report pertains to one of three devices used during the same procedure. Associated manufacturer report #3005099803-2013-02811 and #3005099803-2013-02813 pertain to the other devices. It was reported to boston scientific corporation that a pinnacle posterior pfr kit was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.